Event description:
It was reported that the device "failed accuracy" at a rate of 6.5% above nominal. No known adverse effects to patient.

Manufacturer narrative:
One cadd-legacy 1 pump was returned for analysis and no damage was observed on the pump except light scratches on the lens cover and keypad overlay. Delivery accuracy testing was performed in order to verify the customer's claim. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. In conclusion the lens cover was replaced due to the light damage observed on it.